Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set had air in line. The following information was received by the initial reporter with the following verbatim. It was reported by customer that IV tubing was primed and connected to patient, the next shift noticed the tubing was full of air. Disconnected from patient and attempted to re-prime purge tubing with no success. Line removed and replaced with new set-up.